Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact on the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.